Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 300 mg/dl about a day after the pod was activated. When she gave a correction bolus, she noticed that the adhesive was damp and that the cannula had dislodged during sports.